Manufacturer narrative:
Received 1 used set of 4 arctic gel pads with the original unit packaging. The complaint was confirmed as for the reported event as manufacturing related. During visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and found evidence of usage; the pads trim pattern is correct, the energy connector were found free of damages and presented a good connection. Per functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 0.95 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; left thigh pad: a total of 2.04 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; right chest pad: a total of 1.27 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; right thigh pad: a total of 3.40 l/min m2 of flow rate were registered during the test. The flow rate was found to be unacceptable for left and right chest pads and left thigh pad. The flow rate of the right thigh pad was found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed the reported event. The instruction for use states the following:" once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow of (0.8lpm). The flow rate went back to normal after the pads were replaced. Therapy was interrupted and the pads were replaced.